Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing broke causing blood to back up. The following information was provided by the initial reporter: material no: 10010453; batch(lot) no: unknown. It was reported that tubing broke, causing blood to back up. So sorry to have to tell you about yet another bd infusion set tubing malfunction. Two different sets broke, causing blood to back up. This happened over the weekend and again today. Unfortunately we do not have the lot number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09/09/2020. Investigation conclusion: the customer reported that the tubing broke causing blood to back up. Received were the following used samples- 1)separated infusion set model 10010453 lot unknown, 2)maxplus bifuse extension set model mp9027, and 3)approximately 7ml full 10ml bd syringe 0.9% sodium chloride injection lot 0139916 exp 2023-04-30. The samples were received attached to each other: set's male luer to one of maxplus connectors. Syringe to one of maxplus connectors. The separation was at the engagement of the pvc tubing sleeve p/n 660134 and inlet of the 1.2 adult micron filter p/n 10012218 components. The set's components were visually inspected for kinks, holes/tears in the tubing, or damages to the components. No other issues were observed. No other issue was observed. No testing was necessary due to observed separation. Visual inspection under magnification of the tubing's separated end observed insufficient solvent traces within the tubing engagement. Dimensional measurement of the separated tubing sleeve was not necessary due to the tubing sleeve having to be expanded during assembly of the set components. The set's other tubing sleeve engagement to the filter's outlet port was also slightly tugged. No separation was observed. Equipment used (inspection performed on 28sep2020) ram optical instrumentation/eq08204/calibration due date 05feb2021. The device history record for model 10010453 could not be conducted due to no lot number being provided. The customer's report that the tubing broke was confirmed. The root cause of the observed separation was due to a manufacturing assembly issue. The customer's other report that blood backed up is likely to occur due to the observed set separation. Bd manufacturing is aware of separation issues at the observed components engagement. An investigation at the tj manufacturing plant was performed under failure investigation dir # (B)(4): leaks & separations (tubing/filter inlet or output port). As a result of this investigation, the manufacturing line layout and solvent dispensers will be updated on operations where the tubing sleeve and filter components are engagements in order to prevent the lack of solvent at these engagements. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing broke causing blood to back up. The following information was provided by the initial reporter: material no: 10010453 batch(lot) no: unknown it was reported that tubing broke, causing blood to back up. So sorry to have to tell you about yet another bd infusion set tubing malfunction. Two different sets broke, causing blood to back up. This happened over the weekend and again today. Unfortunately, we do not have the lot number.